Event description:
A customer reported a fiber, suspected from the mayo cover, was observed inside a patient's eye postoperatively. The patient underwent a secondary procedure to remove the fiber. The patient is reported as doing well.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). This report was mailed to FDA on: (B)(4) 2012. (B)(4).